Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report a missing or detached sensor wire that occured on (B)(6) 2015. Sensor was inserted at buttocks on (B)(6) 2015. No additional event or patient information is available.